Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was noticed during surgery, when the implant was placed, there was a gap present.

Manufacturer narrative:
Update: h6. The reported event could be confirmed with the provided intraoperative pictures. The investigation concluded there are several variables that may have contributed to the accuracy of fit, first being the orientation of the marking guide may have been set up different, leading to deviations. Another possibility is that the marking line itself may have been drawn at a different angle to the marking guide. Patient condition may have also lead to the inaccurate fit. In conclusion, the peek implant was designed and manufactured according to specification. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that it was noticed during surgery, when the implant was placed, there was a gap present.